Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic detached from the lens optic after implantation of lens into the patient's eye. An explant was performed and there was lens replacement. There was no delay in treatment or other interventions performed. No further information was provided.